Event description:
Caller reports a melted triage meter power cord. Upon plugging a triage meter into strip with other triage meters, a power cord to one of the meters melted. Smoke and a burning smell was observed. Power cord is a two part power cord (one attaches to the meter and the other part attaches to the wall). All other power cords and the main strip plugged into wall are ok and not affected. No one was injured. The customer no longer has the power cord.

Manufacturer narrative:
The power cord is not expected to be returned; the customer no longer has it. No investigation is possible at this time. The customer is also unsure if the power cord was the original one sent with the meter. Using an incorrect power cord cannot be eliminated as a possible cause of this issue. The customer was sent a new power cord. This issue will be subject to tracking and trending; corrective action not required at this time.